Manufacturer narrative:
Review of complaint activity determined that there is normal complaint activity and no related trends were identified for the architect stat high sensitive troponin-I assay. Return testing was not completed as returns were not available. Using worldwide field data, the historical performance of reagent lot 12088ui00 was compared to the performance of all architect stat high sensitive troponin-I reagent lots in the field. The patient median for the lot was analyzed and found to be comparable to other lots and within the established limits. This evaluation confirms there was no systemic issue for the lot. Manufacturing documentation for the reagent lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect stat high sensitive troponin-I assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was provided. No further information is available. This report is being filed on an international product, architect stat high sensitive troponin-I, list 3p25 , that has a similar product distributed in the us, architect stat high sensitivity troponin-I, list number 2r98.

Event description:
The customer reported a falsely elevated result for a male patient with the architect stat high sensitive troponin-I. The following day the patient was tested on a non-abbott (beckman) device and the result was said to be negative. Initial: 89 ng/ml repeat: 19 ng /ml. No impact to patient management was reported.